Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. The complaint sample is not available for manufacturer physical evaluation. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed; please see attachment a, for stock search. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review of the lots involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the multiple tubing segment during pd treatment when the system was draining. There was no harm reported in the initial call. Additional attempts were made to gather missing details, but no data was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the multiple tubing segment during pd treatment when the system was draining. There was no harm reported in the initial call. Additional attempts were made to gather missing details, but no data was provided.